Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a faulty reservoir. The customer's blood glucose reading was 300 mg/dl. The customer stated that there are leaks underneath the black o-rings. The customer notice when she was changing the reservoir. The customer stated that she can smell insulin when removing the reservoir. The customer was advised that tilting the plunger during the filling process can force a leak path. The customer was advised that the "leak" could be air bubble in the reservoir that is expanding during filling. The customer will return the reservoir for analysis.